Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 36 mg/dl. The customer's son stated that specific data was missing from the insulin pump, which was observed after data was uploaded from the device. He stated that the customer had experienced seizures, but he was unsure of the cause. The caller did not know whether there were any significant events which led up to the admission. He stated that the perceived cause of the low blood glucose levels was the insulin pump, but he also was unsure of this, since the customer was not present. The caller was advised that the doctor's software was inaccessible, and he was told to call back with the customer later to access the customer's data. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.